Manufacturer narrative:
E1: patient city: (B)(6) patient country: australia since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in australia it was reported that the patient experienced low blood glucose (bg) event on (B)(6) 2025. The blood glucose level was 1.6 and got treated with glucose injection from medical team at home. No further information available